Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with implanted heartmate 2 left ventricular assist device (lvad), with known driveline fracture, is admitted to the hospital due to the first event gastrointestinal bleeding (melena with anemia) in the setting of inr 1.9 and aspirin 81 mg daily. Inr allowed to drift. Five units of transfused blood were required. Endoscopic evaluation included egd (normal), colonoscopy (blood observed throughout the entire colon), and angiography (bleeding source not identified). Decision regarding the continuation of coumadin (warfarin)/aspirin ongoing given this palliative patients burden of comorbidities.